Manufacturer narrative:
Additional information was received, specifically the return of the device, and evaluation/analysis is currently in progress. Accordingly, section d9 has been updated to reflect the device receipt date. Section h6 (investigation type, findings, and conclusion) has also been updated to align with this information. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc., or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A 59 year old male patient with a history of acute on chronic systolic heart failure with reduced ejection fraction of 29%, hypertonus, multivessel coronary artery disease was undergoing surgical evaluation for coronary artery bypass grafting. With symptoms of unstable angina pectoris, the patient was admitted for pre-operative impella 5.5 placement. Placement was performed in the operation room and the patient was transferred to the intensive care unit. The controller stand had to be exchanged due to the original stand being broken without consequence to the patient. After 5 days of support, the patient went to the cardiovascular operation room to undergo bypass grafting. During the procedure, the impella catheter was clamped during aortic cross clamping and the pump placed in surgical mode during cardiopulmonary bypass run. The pump was restarted after the aortic cross clamp was removed. Post surgery, chest re-entry had to be performed due to surgical bleeding and perioperative coagulopathy. Upon placement of a wound vacuum device, a "purge pressure high" alarm followed by a "purge system blocked" alarm occurred. The purge cassette was changed and the purge system de-aired. The purge alarms remained and, due to the patient's bleeding diathesis, the decision to remove the impella device in operating room was made. The pump was exchanged for an intra-aortic balloon pump and the patient returned to the intensive care unit. While a typical complication during bypass surgery, the bleeding might have been aggravated by the required continuous anticoagulation and will thus be coded to the impella 5.5

Manufacturer narrative:
B5: updated with the related device information. H10: updated with the related device report number.

Event description:
This impella 5.5 device report is one of two devices associated with the event. Refer to the related manufacturer report number as noted in section h10 for the medical device report on the impella aic.